Event description:
Guidewire of avanos nasojejunal dobhoff feeding tube left in place for multiple days-tube used for enteral feeding, medications and flushes. Guidewire cap and port closure caps are the same color (both purple), making it visibly difficult to identify when a guidewire is still in place. The purpose of this report is to suggest changing the color of guidewire caps for better visibility.